Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. Concomitantly during the initial procedure, the patient underwent an endometrial ablation and hysteroscopy. It was reported that after implantation, the patient experienced pain, dyspareunia and recurrence of incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.